Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that there was a black blob in the center of the screen and lines on the display. It was noted that they were still able to navigate the meter's touch screen to perform patient testing and that there were no misinterpretation of test results due to the black blob in the middle of the screen.